Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and elevated blood glucose event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the leg for longer than 48 hours at the time medical attention was sought. While the pod was in use, the patient received a ¿maximum insulin delivery stopped¿ message on the controller app and observed rising glucose levels exceeding 250 mg/dl despite the pod remaining applied. The patient experienced weakness, elevated blood glucose levels, and stomach pain, which prompted seeking medical attention on (B)(6) 2026. The patient was monitored for approximately one day and discharged on (B)(6) 2026 with a diagnosis of high blood glucose levels. Medical management included manual insulin injections and blood glucose monitoring.